Manufacturer narrative:
An investigation is underway. It was reported that a second xia 4.5 connector, catalog # 48135103 was found to be broken. At this time, we are not sure if it is a separate event, but if during the investigation we find it was, then a separate MDR will be filed. The rods and mac connector were also removed from the pt and replaced.

Event description:
It was reported that 2 devices (xia titanium 4.5 extended connector small) were 4th extended maximally for scoliosis surgery on (B)(6) 2010. Both connecters were broken at site which was not inserted the rod on (B)(6) 2011. The rod, broken connecter and mac were removed and new rod and large connector (cat#48135104) were used on (B)(6) 2011.